Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low chloride (cl) results, ranging between 94-98 mmol/l, which were generated by unicel dxc 600 pro chemistry analyzer. Patient samples were repeated and the cl results were higher. Repeat results were not provided. The erroneous results were not reported out of the laboratory. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
The ise system is calibrated every 24 hours followed by a qc run. The qc results were within the lab's established ranges. The field service engineer (fse) replaced the cl electrode and cleaned the flow cell. No additional calls have been made since the remedial actions had taken place. A clear root cause can not been identified.